Event description:
While infusing, the bag emptied and the tubing filled with air. When the air in the tubing reached the air-in-line detector, the pump did not stop the infusion and did not go into alarm. There were no patient complications.

Manufacturer narrative:
Manufacturer's report date 4/3/1998 the pump will not be returned to the MFR for evaluation. However, an outside service did evaluate the pump. The unit passed all tests that verified the detection of air at the level of the air in line detector. No fault was found with the functional operation of the instrument and instrument has been returned to the user facility. It has been determined by the outside source technician that the incident was attributed to user error and inaccuracy in the quantity of air that effectively passed the detector. Manufacturer's rep will conduct further staff instruction on proper operation of the instrument. This report was filled out by the MFR.